Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. There was a concern the lead fractured. No adverse patient effects were reported.

Event description:
Additional information was received indicating the lead was unable to pace or sense. High out of range pacing impedance measurements continued to be observed. An invasive procedure was performed. A lead fracture due to clavicular crush was confirmed under fluoroscopy. This lead was capped and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
A lead revision procedure was scheduled for a later date. Records indicate this lead remains in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
This lead is not expected for return as it was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.